Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. The customer stated they have replaced the battery, but the alarm persisted. Customer's blood glucose was unknown at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer received a failed battery test alarm at the end of troubleshooting. The customer also reported a weak battery alarm occurring during the failed battery test troubleshoot. The customer was advised they will be sent a replacement battery cap. Customer declined to return the product for analysis.